Event description:
Initial prolactin results for two patient samples were <.470 ng/ml and < 0.003 ng/ml. When repeated, the results were 9.22 and 4.10 ng/ml respectively. The incorrect results were not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.